Manufacturer narrative:
Block h6: problem code 1074 captures the reportable issue of balloon burst. Block h10: investigation results: a visual examination of the returned complaint device revealed that the balloon did not have any visual defects and looked normal. The catheter of the device was carefully inspected and no damages were found. Functional evaluation was performed by attaching the device into an alliance inflation system, the balloon was inflated without problem and was able to hold the pressure. The returned device showed no evidence of either the alleged issue or any other defect which could have contributed to the event (visual, physical and performance testing). Therefore the root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the preparation, while air was being removed it was noticed that the balloon ruptured. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the preparation, while air was being removed it was noticed that the balloon ruptured. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.